Event description:
Customer's relative called to report the driver's spring clip was slightly raised and insulin did not exited. Troubleshooting was performed. The driver arms were sliding in the locked position.